Manufacturer narrative:
(B)(4). Batch # p57u0a. Investigation summary ==> the analysis results showed that one ecr60g reload was received fully fired, with the pan detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, found reload was malfunctioning. After firing when tried to change the gst60g reload. Only plastic portion came out, metal portion of the cartridge did not come out. Surgeon forcefully changed the reload and completed surgery successfully. No complication to patient. Surgery